Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and sent for further investigation. The returned o2 gas module has been tested in a ventilator it failed the pre-use check with internal leakage and flow transducer tests. Our investigation has concluded that the reported problem was due to a defective delta pressure sensor on a printed circuit board inside the gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the delta pressure sensor failure has not been established.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).